Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: 1) "do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result." 2) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 3) "do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. The image disappeared during angulation in the right/left directions due to damage on the charged coupled device. And the jet channel was leaking due to the elevator channel plug being loose. In addition to the peeled acoustic lens and the gap found between the acoustic lens and the ultrasound probe, other evaluation findings are as follows: the forceps elevator lever was damaged and rotated concurrently; the upward/downward knob could not be locked securely due to damage on the forceps elevator lever; switch#1 was scratched; the forceps control lever was damaged; the suction cylinder, and scope cover were deformed; the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe; the displayed ultrasound image was defective due to damage on the acoustic lens; the adhesive on the bending section cover was detached; the connecting tube and the channel tube had buckling; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the ultrasound gastrovideoscope had a leaking jet channel. Additionally, the image wobbled while it was displayed. This was found during a procedure. There was no report of patient harm. The device was returned, evaluated, and a gap was found between the acoustic lens and the ultrasound probe. Additionally, the acoustic lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.